Event description:
It was reported to philips that the cover of the mavig ceiling-mounted radiation shield arm fell onto the sterile field during a pacemaker implantation procedure. The system was in clinical use when the issue occurred. The report indicated that an injury occurred; however, no further details regarding the alleged injury have been provided to date. An investigation into this complaint has been initiated by philips.